Manufacturer narrative:
A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the lead incision site. Symptoms of discharge and discomfort were noted. It was also noted that the stitches in the area had not dissolved. The patient was prescribed antibiotics.